Manufacturer narrative:
(B)(4)

Event description:
Clinic notes were received stating that the patient's vns device is not working and that the patient is experiencing increased seizure activity. Patient is also less responsive to magnet swipe. The patient does not experience voice alteration when the magnet is swiped and is unable to perceived normal and magnet mode stimulation. The device was interrogated and the impedance was found to be 2455 ohms. The vns settings were adjusted on (B)(6) 2016. Patient's medications dosage were doubled. Based on the interrogation, there was no record of the magnet swipes that the parents confirm occurred on multiple occasions. Additional information was received that the patient's clinical condition led the physician to believe that the device was not working despite proper diagnostics. It was unknown if patient's seizures were above or below the pre-vns baseline. The caregivers were reported to be well educated regarding how to swipe the magnet to activate the device. The patient underwent generator replacement on (B)(6) 2016. The explanted generator has not been received to date.

Event description:
Additional information was received that the hospital discarded the explanted generator and that it will not be returned to manufacturer.